Manufacturer narrative:
Block b3: exact date unknown, event occurred weeks based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg relocation procedure and the patient was doing well post-operatively.